Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A female patient's husband called to report that his wife had a monofocal zcb00, 22.5 diopter intraocular lens (iol) implanted in her right eye (od) (B)(6) 2018. The patient's husband reported that his wife is having blurry vision and claimed that the wrong lens was implanted. They requested a multifocal lens; however, a monofocal lens was implanted. They we concerned that an old lens may have been implanted. It was confirmed that the lens implanted was not an old lens and was manufactured october 2017. The doctor's office was contacted. The doctor stated he had explained everything to the patient before the surgery. The doctor stated he would be contacting the patient to discuss their concerns and would offer options for the patient to choose from. Reportedly, the lens was explanted on (B)(6) 2018, and was replaced with a multifocal lens, a model zlb00, 22.0 diopter. It was confirmed that there was no incision enlargement, no vitrectomy and no sutures were done. It was reported that the patient has recovered and no patient post-op injury was reported. No additional information was provided.

Manufacturer narrative:
Date received by manufacturer: in the initial MDR report, the date (2/20/2018) was entered, which was incorrect. The correct date received by manufacturer that should have been entered is 3/5/2018. Device evaluation: a lens was received from the account; however, the returned lens is not a zcb00 monofocal intraocular complaint model reported. The reported model lens was not received. The product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.